Event description:
The facility representative reported occlusion, pm needed, on an infusor pump. The reported condition occurred during patient use and therapy was stopped. The device just started beeping. This condition occurred in the or. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The reported condition of occlusion was not confirmed or duplicated. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "occlusion." (B)(4).